Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing, ECG "c&d" cable was cut and missing, and ECG "c" and "d" domes were missing. The root cause for the missing trunk cable and ECG domes was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.